Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy procedure, while on the anastomosis of ileum to transverse colon, the staples were properly formed but there was bleeding from the staple line. In order to resolve the issue, the surgeon placed ten (10) sutures along the 1st staple line to control bleeding and it was converted to an open procedure. A second reload was used successfully. The patient is alive.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. Visual inspection noted that the stapler was received with a fully fired single use loading unit (sulu) loaded. Staples were present on the cartridge surfaced form 10cm to 8cm and 2cm to the distal end. The unit was reloaded with staples and fired on the test media. The unit fired properly with acceptable staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.